Event description:
Gastrectomy- "after only a few seals, blade trigger started sticking and not springing back to position. Handle was latched. Surgeon did not feel safe moving forward & asked for another device. Rep mentioned that surgeon may have tried to deploy the blade while jaws were still open. This cer is for the second device used that showed slight sticking of blade trigger once or twice during case." Patient status: stable.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted significant blood and eschar buildup on the jaws and in the blade channel of the device. Engineering was able to replicate the incident experience when the blade lever was actuated. The device jaws and blade channel were cleaned, and normal blade function was restored. The device met all other mechanical and electrical specifications. The root cause of the customer's experience was due to blood and eschar buildup on the jaws and blade channel of the device. The instructions for use (IFU) warns that build-up of eschar can negatively affect the sealing and cutting performance. It also recommends to keep the device jaws clean for optimal performance. Use a gauze pad soaked with sterile water or saline to remove eschar buildup. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.